Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida on 19-aug-2011 and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain, right pain"), spondylitis ("lower back (arthritis)"), migraine ("migraines"), genital haemorrhage ("bleeding/irregular bleeding") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, abdominal pain, spondylitis, migraine and back pain outcome was unknown. And the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, migraine, pelvic pain and spondylitis to be related to essure. The reporter commented: three metal coils were visible beyond the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, normal essure device position with bilateral tubal occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality safety evaluation of ptc (product technical complaint). On (B)(6) 2020, pfs received: reference added. On (B)(6) 2020, pfs received: no new clinical information received. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2011 and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain, right pain"), spondylitis ("lower back (arthritis)"), migraine ("migraines"), genital haemorrhage ("bleeding/irregular bleeding") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, abdominal pain, spondylitis, migraine and back pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, migraine, pelvic pain and spondylitis to be related to essure. The reporter commented: three metal coils were visible beyond the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal essure device position with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs and mr received: events: pelvic pain. Dyspareunia, cramping, irregular bleeding, lower back pain, abdominal pain, migraines were added. Reporters, outcome, medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.